Manufacturer narrative:
The customer reported that their AED battery pack is dead with an expiration date of 31 dec 2026. The maintenance schedule is not reported. No additional information is available to further investigate the reported issue. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED battery pack is dead with an expiration date of 31 dec 2026. The reported event did not occur during patient use.